Manufacturer narrative:
Hemiparesis, aphasia and dysphagia are known side effects listed in the information for prescribers. No device malfunction detected. Treatment parameters were in line with typical range. These side effects may be related to edema on the targeted location and its surrounding area, which can explain the neurological deficits and their improvement, and is a known risk following focused ultrasound treatment. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Patient underwent focused ultrasound treatment on the left side to treat parkinson's disease. One day after treatment the patient was reported to experience right-sided hemiparesis, aphasia, dysphagia.

Manufacturer narrative:
Hemiparesis, aphasia and dysphagia are known side effects listed in the information for prescribers. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
Patient underwent focused ultrasound treatment on the left side to treat parkinson's disease. One day after treatment the patient was reported to experience right-sided hemiparesis, aphasia, dysphagia.